Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the distal electrode. The helix was cleaned for helix extension/retraction and length testing. Extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. Concomitant products: (B)(4), 2012 (B)(6). (B)(4).

Event description:
It was reported that 15-20 minutes post implant, the patient experienced chest pain, back pain, and hypotension. Fluoroscopy and echocardiogram were performed and a hole was noted in the right atrium. Pericardial paracentesis and a sternotomy were performed and the hole was closed. The right atrial (ra) lead was removed and an epicardial lead was placed. The patient recovered in the critical care unit and device interrogation the following day showed normal function. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced tamponade, and additionally when the ra lead was explanted the helix was not able to be retracted.